Event description:
Additional information was received from a patient's representative (caller) and reported that forever ago the patient would lag at 90%. During the call, the agent walked the caller through clearing data and caller closed all applications. The caller connected to myptm (patient therapy manager) and delivered a bolus like normal.

Manufacturer narrative:
Continuation of d10: product ID a820 product type software p medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for non-malignant pain. It was reported that since thursday the patient had been having trouble with the personal therapy manager as it was taking a long time to get to the percentage and they saw no device found and couldn't get the bolus. 90% was the most it gets. Agent reviewed information and walked them through clearing data on the handset. They tried to connect to the pump, briefly saw no pump response, and were then able to deliver a bolus without issue. They told the surgeon about this issue and they told the patient that the 'computer shows 88' and they were getting the full bolus. They later reported that the equipment worked right after hanging up the phone with patient services yesterday but they had to move it around a lot and beforehand the equipment would go right to 100% and not skip around to all the numbers. It's been stopped at 90% and wouldn't go anymore, but the numbers were slowly going up until connection finishes. They opened to app and saw code 356. They were assisted in clearing code and they were able to connect well and request/receive bolus. They would monitor and call back for assistance as needed.